Manufacturer narrative:
The reported field event of no pacing was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the implantable cardioverter defibrillator would not pace after the leads were connected. The device was replaced. The patient was stable.